Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2018. No further information was available.

Event description:
New information reported that the insulation anomaly on the right ventricular lead was discovered by the lead exhibiting noise, leading to pacing inhibition. The patient was stable during and after the capping procedure.